Event description:
Event description: perforation of small bowel adjacent to tip of the gastrojejunal feeding tube, confirmed at surgery. Developed peritonitis.

Manufacturer narrative:
This report was found in the maude database on (B)(6)-2015, the user facility is unknown, and amt has not received any direct information. The device was not returned for inspection, so an analysis of the device could not be performed. Based on a review of the limited information, it is not believed that the device caused the perforation. Depending on the insertion method, the perforation could have been caused during insertion by a guidewire or endoscope, and not the soft flexible tip of the gj device. It is not believed that the device malfunctioned. The tubing of the device is made of a soft silicone rubber, which would not cause a perforation by itself it correctly placed. The lot number was not provided, so a DHR review could not be completed and the device was not returned to amt for analysis. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report. We have assigned complaint number (B)(4) to this report.